Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low and high blood glucose. Customer's high blood glucose was 12.2mmol/l, gave himself injection and went down to 2.6mmol/l and ate some food and current blood glucose was 13.3mmol/l. The customer treated for their high blood glucose with manual injection. Customer blood glucose at the time of incident was 18.4 mmol/l. The customer alleges insulin pump was under delivering due to insulin pump was not delivering insulin. Customer was experienced dehydrated, migraines, use washroom frequently, restless, unable to sleep, unable to eat. Customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.